Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for a head/brain injury and intractable spasticity. It was reported on (B)(6) 2016 that the pump and part of the catheter were removed 3 to 4 years ago. It was noted that the pump ¿wasn¿t working right¿ and it had to be removed due to the patient having a urinary tract infection, and was also noted that ¿everything¿ was infected. It was indicated that the catheter broke off and part of it was left inside the body. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.